Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings. A review of the black box showed frequent low battery warnings. The electrical current draws were within specifications. The rewind, load, and prime steps were performed successfully. Unrelated to the original complaint, moisture corrosion was found in the battery compartment. The battery compartment was cracked alongside the pump. A leak was found in the battery compartment. The pump was opened to find moisture on the printed circuit board. The battery life complaint was not duplicated during investigation.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.